Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when patient presented to the emergency room due to receiving two inappropriate shocks, device back up vvi issue was observed. The patient received inappropriate therapy. A device restoration was performed successfully. Patient was stable and will continue with normal follow up.